Manufacturer narrative:
H3 other text : serviced by third party service center.

Event description:
A dreamstation CPAP was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at third-party service center, corrosion was found inside the device and there were damaged buttons on the upper enclosure. There was no evidence of foam degradation, and the unit was scrapped.

Manufacturer narrative:
The manufacturer received information in relation to a dreamstation auto CPAP unit. The device was returned to a third party service center. During visual inspection of the device, it was determined the power connector of the unit was corroded. Device was scrapped at customer's request. Analysis of past events has not indicated an adverse event has occurred due to corrosion. Review of the risk file indicates the potential for a serious adverse event occurring as a result of this incident is unlikely. Additionally, the risk file indicates that corrosion will not substantially affect the performance of the device. This complaint is considered not reportable.